Event description:
It was reported by a customer in (B)(6) that, during patient use, an 840 ventilator stopped cycling. The patient was removed from the ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the malfunction. The cse replaced the backup power supply (bps) battery pack. The component is not going to be returned. (B)(4).